Event description:
A premounted coronary stent was removed from the delivery system and remounted on another manufacture's balloon catheter. The remounted stent was successfully advanced to the target lesion site in the pt's left anterior descending artery. Upon initial inflation, the balloon catheter burst leaving the stent partially deployed. Multiple guidewire exchanges were unsuccessful in retrieving the stent. A coronary vessel dissection was observed. The pt was sent for emergency artery bypass graft surgery. The pt has a cerebrovascular accident subsequent to the surgery.